Manufacturer narrative:
Pt info.:unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.0/1.0/096 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Excessive vaulting was observed. Cause is reported as unknown.

Manufacturer narrative:
B5 - lens was replaced on (B)(6) 2023 with a shorter length lens and problem was resolved. Patient eye is quiet and good. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).